Event description:
It was reported by the international distributor that a patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f sheath. There was no report of pre-procedural femoral angiogram to assess the suitability of closure. Post procedure, the physician who is in training to the use of the mynx and with the td medical sales representative in attendance and proctoring the case selected the mynx to close the access site. It was reported that when the physician shuttled down, an audible click was heard. When the physician retracted the sheath, the advancer tube did not come out of the delivery system. The physician deflated the balloon, removed the device, and converted the patient to 10 minutes of manual compression after which hemostasis was successfully achieved. The patient was ambulated and discharged to home the following day, the hospital's standard procedure. No further information was provided.

Manufacturer narrative:
The returned device was visually inspected and the shuttle cartridge was noted to have been disengaged from the handle. The advancer tube was abutting against the sealant which was flared over the proximal balloon bond. The shuttle down procedure was simulated and it was found that the advancer tube was able to engage the tamp locks. No other anomalies were found. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1121701) indicated that the mynx lot met all established performance criteria prior to shipment.